Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical trial representative reported via phone call that they experienced high blood glucose 521 mg/dl. Customer¿s other blood glucose value mentioned is 300 mg/dl. The customer also reports that the ketones are also present in their blood glucose. The insulin pump will not be returned for analysis.